Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 200 units of insulin. There was no reported impact to the customer's blood glucose level. The customer confirmed manual injections would be used until a new cartridge was obtained.